Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an unresponsive keypad. Customer was attempting to scroll through the sensor alert history but the page would not move and the scroll bar stayed in one place. The customer's blood glucose was 78 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer was able to verify that the time was not advancing on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Insulin pump buttons functioning properly. No damage in keypad assembly noted. Inspected lcd connector and no unlocked connector noted. Time advances properly. The test transmitter communicated properly to the insulin pump. No unexpected lost sensor alarm noted. Insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.